Event description:
It was reported that the filter has caused a serious injury to the patient. A letter was received that reported the patient had a greenfield stainless steel vena cava filter implanted on (B)(6) 2010. At an unknown date the patient experienced a serious injury as a result of the device. The patient continues to experience medical issues related to the failure of the filter. It was further reported that the patient had a CT of their abdomen on (B)(6) 2017. The imaging showed that an inferior vena cava filter is identified within the inferior vena cava. The apex of the filter is located 2.5 cm above the confluence of the bilateral renal veins and the ivc. The apex of the filter is located centrally in the ivc. The axis of the filter parallels the long axis of the ivc. The inferior struts of the ivc filter project between 2 to 3 mm beyond the inferior vena cava wall. 3 of the anteriorly positioned struts of the ivc filter approximate the descending and transverse portions of the duodenum.

Manufacturer narrative:
G4: bsc aware date: corrected from 01/06/2021 to 01/05/2021.

Event description:
It was reported that the filter has caused a serious injury to the patient. A letter was received that reported the patient had a greenfield stainless steel vena cava filter implanted on (B)(6) 2010. At an unknown date the patient experienced a serious injury as a result of the device. The patient continues to experience medical issues related to the failure of the filter. It was further reported that the patient had a CT of their abdomen on (B)(6) 2017. The imaging showed that an inferior vena cava filter is identified within the inferior vena cava. The apex of the filter is located 2.5 cm above the confluence of the bilateral renal veins and the ivc. The apex of the filter is located centrally in the ivc. The axis of the filter parallels the long axis of the ivc. The inferior struts of the ivc filter project between 2 to 3 mm beyond the inferior vena cava wall. 3 of the anteriorly positioned struts of the ivc filter approximate the descending and transverse portions of the duodenum.

Event description:
It was reported that the filter has caused a serious injury to the patient. A letter was received that reported the patient had a greenfield stainless steel vena cava filter implanted on (B)(6) 2010. At an unknown date the patient experienced a serious injury as a result of the device. The patient continues to experience medical issues related to the failure of the filter. It was further reported that the patient had a CT of their abdomen on (B)(6) 2017. The imaging showed that an inferior vena cava filter is identified within the inferior vena cava. The apex of the filter is located 2.5 cm above the confluence of the bilateral renal veins and the ivc. The apex of the filter is located centrally in the ivc. The axis of the filter parallels the long axis of the ivc. The inferior struts of the ivc filter project between 2 to 3 mm beyond the inferior vena cava wall. 3 of the anteriorly positioned struts of the ivc filter approximate the descending and transverse portions of the duodenum.

Event description:
It was reported that the filter has caused a serious injury to the patient. A letter was received that reported the patient had a greenfield stainless steel vena cava filter implanted on (B)(6) 2010. At an unknown date the patient experienced a serious injury as a result of the device. The patient continues to experience medical issues related to the failure of the filter.